Manufacturer narrative:
The insulin pump passed functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and leak test. No stuck button alarm noted and all of the buttons functioned properly. No damage was noted on the keypad traces. The keypad connector on the printed circuit board was found locked. The insulin pump was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed stuck button continuously. Customer's blood glucose level was 8 mmol/l. They were unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.